Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists infection, sepsis, hepatic dysfunction, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient expired due to sepsis/shock on (B)(6) 2023. The patient was admitted on (B)(6) 2023 for volume overload. It was noted that no infection was identified and cultures were all negative. The patient declined very quickly. During the admission for volume overload the patient developed severe encephalopathy that require intubation. The patient also developed acute liver failure with critically high ammonia levels unresponsive to lactulose. The patient then developed renal failure that required continuous renal replacement therapy. The family decided to make the patient dnr and then comfort care was given worsening clinical status. The death was not considered to be device related, the device operated as expected, and will not be returned for evaluation.